Manufacturer narrative:
(B)(4). Batch # r5a236. Device evaluation summary: the analysis results found that the cdh29a device (a) arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Sterile sample evaluation summary: the analysis results found that the cdh29a device (b) was received inside its sterile package and with no apparent damage. The device was opened and tested for functionality with the returned anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested, but unavailable: it was reported that ¿distal anastomosis rings are much thinner lately than usual¿? Is the surgeon alleging a deficiency with cdh29a in multiple procedures? If yes, please provide a specific number of patient events. Please also obtain the complaint details. Response: no further additional information available

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? No patient consequences. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿distal anastomosis rings are much thinner lately than usual?" Is the surgeon alleging a deficiency with cdh29a devices in multiple procedures? If yes, please provide a specific number of patient events. Please also obtain the complaint details.

Event description:
It was reported that during a lap sigma procedure, dr. Is unsure because the distal anastomosis rings are much thinner lately than usual. In addition, he could not see the punch ring in this stapler and was therefore even more insecure. He does not want to use another device from the batch.